Event description:
The device was applied during a hernia procedure. Reportedly, the cartridge disengaged into the pt's cavity. The surgeon retrieved the component without incident. A new instrument was applied to complete the procedure.